Event description:
The device was returned to the manufacturer with no reason for replacement. The device was analyzed and tested out of specification. Additional information regarding the reason for replacement has been requested, but is not available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device was inconclusive. It was also noted that the was a ram chip memory error and that firmware initiated a power on reset (por) with no reason code" indicated and no telemetry. Concomitant: 6949 implantable tachy lead (B)(6) 2004; 4193 implantable pacing lead (B)(6) 2004. (B)(6). (B)(4).